Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable pacemaker exhibited far-field r-wave oversensing. Patient had atrial sensitivity reprogrammed to automatic gain control (agc) at 0.5mv (milli-volts). There were no atrial tachycardia response (atr) alerts since reprogramming. This pacemaker remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the device had atrial arrhythmia burden alert. Stored electrogram (egm) showed false detection of atrial tachycardia due to far-field r wave oversensing. Ts suggested further review of programmed parameters. This pacemaker remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited far-field r-wave oversensing. Patient had atrial sensitivity reprogrammed to automatic gain control (agc) at 0.5mv (milli-volts). There were no atrial tachycardia response (atr) alerts since reprogramming. This pacemaker remains in service and no adverse patient effects were reported.